Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 2 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the system controller fell, and that the corner of the system controller near the driveline insertion site contacted the ground. The patient reported that approximately 30-40 minutes later, the lvad system produced unspecified alarms. The patient was hemodynamically stable. During system controller history interrogation, a pump stoppage was observed. Log file analysis completed by the manufacturer¿s technical services representative revealed a pump stoppage event. X-ray images did not reveal obvious areas of concern on the driveline. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. The replacement was performed approximately nine inches from the driveline exit site, then again two inches from the driveline exit site. On (B)(6) 2017, the system controller was exchanged due to continued pump stoppage events while utilizing a grounded power module patient cable. It was reported that the patient was stable with the device connected to an ungrounded power module patient cable. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The report of pump stoppages was confirmed based on the evaluation of the submitted and retrieved log files; however, a specific cause for the interruptions in pump function could not be conclusively determined. The log file captured a long pump stoppage lasting for approximately 30 seconds on (B)(6)2017, which was associated with low speed and low flow hazard alarms as well as driveline disconnected alarms. All low speed events captured in the log files occurred while the patient was operating on the power module only and appear consistent with a potential percutaneous lead wire compromise; however, the evaluation of the returned portions of the percutaneous lead (lead) did not confirm any wire damage. The two replaced lead segments were returned for analysis. The first replaced portion of the lead measured approximately 10.5 inches in length. The second replaced portion of the lead measured approximately 17.5 inches in length with the percutaneous lead replacement site located at approximately 8-12 inches from the metal connector. Electrical continuity testing of both replaced lead segments revealed that all wires were electrically intact. Moderate breakdown of the metal braided shield was observed along the length of the first replaced lead segment as well as on the proximal side of the percutaneous lead replacement site on the second replaced lead segment, which appeared consistent with over four years of use. The outer layers of the percutaneous lead replacement site appeared unremarkable and the underlying wires were properly connected. Microscopic inspection of the underlying wires found no areas of compromised wire insulation or damage to the inner metal conductors along the length of both returned lead segments. Both returned portions of the lead were suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised insulation were identified. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.